Event description:
When the eea introducer device was being inserted into the abdomen it broke into two pieces. Both pieces were recovered. The broken device was placed in a biohazard.

Event description:
When the eea introducer device was being inserted into the abdomen it broke into two pieces. Both pieces were recovered. The broken device was placed in a biohazard.